Event description:
"Allergic" synovitis [synovitis]. Right knee hot to the touch [joint warmth]. Progressively worsening right knee swelling [joint swelling]. Right knee pain [arthralgia]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) female pt, initials (B)(6) with osteoarthritis. The pt's medical history included the use of synvisc-one (hylan g-f 20) four years ago. On (B)(6) 2011, the pt initiated synvisc-one 6 ml injection, once in the right knee. Three hours following the injection, the pt began experiencing right knee pain and swelling which progressively worsened within the next several days. On (B)(6) 2011, the pt went to the emergency room and had a 15 ml yellowish, cloudy and viscous fluid drained from right knee. On (B)(6) 2011, the pt was hospitalized and 10 ml of fluid was drained from the right knee. The pt was prescribed intravenous vancomycin (vancomycin hydrochloride). On (B)(6) 2011, the pt had a 3 ml of watery drainage from the knee for the third time. The cultures were found to be negative. The physician believed that the pt had experienced allergic synovitis. At the time of report, right knee remained swollen and quite hot to touch and it was reported that the pt would be discharged from the hospital today. The outcome for the events of synovitis, right knee effusion and right knee pain was not provided. Additional treatment received included application of ice of celebrex (celecoxib). Action taken with synvisc-one was none. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc-one and all the events as probable. Additional info was received on (B)(6) 2011 in form of qa (quality assurance) investigation results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required.